Manufacturer narrative:
(B)(4). Additional information: this report was determined to be a death even though the ems personnel informed us the device was not a contributing factor to the demise of the patient. Ems personnel do not meet the guidance of our procedure. A physician could not be contacted to verify statement by ems personnel. The device will not be returned for evaluation.

Event description:
See MDR # 3004526033-2014-00022 for the first use with the driver. It was reported a second attempt was made to the (B)(6) male patient weighing (B)(6) in cardiac arrest in the same region due to the first attempt not breaching bone with the same driver. Again the needle was continuously spinning and would not seat itself in the bone when using normal light pressure. When additional light pressure was applied, the drill stopped spinning. They were unable to resolve the issue in the field. The patient expired. It was noted the failure of insertion did not contribute to the patient outcome.